Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the monitor failed the rtc battery test. The single board computer printed circuit board was replaced to solve the problem. Since the event occurred during routine testing of the device, there was no pt involvement during this event.